Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The pictures provided were reviewed and a relationship, if any, between the device and the reported incident could not be corroborated. The clinical/medical investigation concluded that, the data presented in the aged article on, "the use of a multiplanar, multi-axis external fixator to achieve knee arthrodesis in worst case scenario: a case series", it was reported patient 6 had a pin track infection, which was treated with local wound care or surgical debridement and pin exchange. However, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "the use of a multiplaner, multi-axis external fixator to achieve knee arthrodesis in worst case scenario: a case series", it was reported that patient 6 had a pin track infection, which was treated with local wound care or surgical debridement and pin exchange. The outcome of the patients is unknown.